Manufacturer narrative:
(B)(4): d10: item # 0100010711, alpha insert me neutral kk/32, lot # 2485982. Item # 193206, metasul head 32 12/14 m, lot # 2482127. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 16 years post implantation due to periprosthetic fracture caused by a fall at home. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product involved in the reported event was not returned for investigation; however, two pictures were provided and reviewed. The pictures show the explanted components in the operating theatre and covered in biological debris. Nothing conspicuous could be identified. Additionally, implant stickers were provided. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. One radiograph image was provided and reviewed by radiologist with the following assessment: "there is a right hip arthroplasty with a periprosthetic fracture of the proximal femur and femoral implant loosening. There is no dislocation. Bone quality is osteopenic". Based on the available information, the reported event can be confirmed. It was reported that the patient experienced a fall event at home prior to the reported event of periprosthetic fracture. However, based on the available information, the fall event cannot be confirmed and a definitive root cause for the reported event of periprosthetic fracture cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.